Event description:
A site in (B)(6) reported that a patient had received vascular laser treatment on the face resulting in greying of the tissue on the treated area. It was reported that the patient has not returned to clinic since the treatment.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2014. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(6) 2015 with no issues found. A field service engineer inspected the unit involved in the event and found the system to be operating within specification. It was reported that the operator who treated the patient was not trained to perform this type of treatment. It was also reported that no test spots were performed on the patient prior to treatment and that the operator used too large of a spot size along with treatment parameters that were too aggressive. Photos of the injury were also provided and were reviewed by candela's clinical manager, who concluded that the greying of the tissue was indicative of the excessive energy during treatment and that the patient will likely experience scarring if not hyperpigmentation on the treated area. The operator has been advised to not perform any vascular treatments until they have received training by one of our clinical trainers. Based on what was reported by the site, lack of training and user error were contributing factors to the injury.